Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for non -malignant pain. It was reported that the impedance of all contacts associated with 0 were found to be higher than 20,000 ohms except for 8 and 9 where contact 8 tested 16,592 ohms. Rep also stated everything against contacts 3, 5,7 also tested higher than 20k ohms. Rep stated patient's stimulation suddenly stopped working on (B)(6) 2017, however charging intervals have stayed the same. Rep stated the patient tried to turn stimulation up after losing therapy and went from 4.0v to about 9v and that was not successful. Physician thinks the issue is related to the healing process/scar tissue. Patient will be having x-rays on the day of the call to check on lead. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a lead revision scheduled for (B)(6) 2017. No further complications were reported.